Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high rate non-sustained episodes were observed, and some of these episodes show ventricular noise and oversensing. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.